Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694958 implantable tachy lead (B)(6) 2006, 507658 implantable pacing lead (B)(6) 2001, 559445 implantable pacing lead (B)(6) 2001, (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.